Manufacturer narrative:
At the time of the reported field action, customers were notified. Device repair or returns were handled within the scope of the field action. No f urther information is available as this is a retrospective report based on field action affected serial numbers dating back to 2011. Device not available for evaluation.

Event description:
An 8100 lvp was identified as being affected by the bezel mechanical assembly recall. This event is reported retrospectively as a presumptive malfunction report.